Event description:
Per the clinic, the patient experienced skin flap breakdown resulting in extrusion of the receiver/stimulator unit. Subsequently the device was explanted on (B)(6), 2014.the device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
This report is filed august 29, 2014.

Manufacturer narrative:
(B)(4): device currently unavailable.